Manufacturer narrative:
(B)(4). The optim sheath and quad lumen tubing were cut at 24.0 and 20.5cm from the connector pin. The re conductor cables were cut at 24.0cm resulting in an open circuit. These damages are consistent with that caused during the implant surgical procedure. This is consistent with the observation from the field of high pacing impedance and inadequate capture. (B)(4).

Event description:
It was reported that the patient presented during the procedure for competitor¿s ra lead replacement. High out of range hv lead impedance was noted via merlin.net transmission. High pacing capture threshold was also noted during the procedure. The lead was explanted and replaced. No further information is available at this moment.